Event description:
Limited information: it was reported that the patient's pericardium was pierced by the catheter. The patient subsequently expired.

Manufacturer narrative:
Sample will not be returned for evaluation. Follow-up report will be filed if additional information becomes available.